Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, when the timer expires, the continue button is replaced by the end treatment button, indicating that treatment must end and blood return is no longer allowed. Outset medical, inc. Technical support specialist (tss) reviewed site system logs with a procedure date of (B)(6) 2020, and verified that there was no issue with the system which caused the patient event. The system correctly identified and triggered an alarm as there was blood present from the dialyzer due to an increasingly high level bilirubin. The log review also confirmed that the nurse did not respond to the alarm before blood clot timer expired, resulting in the blood loss. The console is operating as intended after the event. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product.

Event description:
It was reported that there was an alarm for dialyzer blood leak observed during a dialysis treatment on a tablo device. The treatment was ended and the nurse was unable to return the patient's blood. It was reported that the nurse attempted patient treatment on two other tablo devices and the same alarm was triggered. Consequently, the patient's cumulative blood loss was estimated to be between 630ml and 690 ml. The patient did not experience any adverse events as a result of the blood loss. Based on internal review of the log file data, it is not believed that the tablo device caused this event, rather this is attributed to user error.